Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, including mesh removal surgeries on (B)(6) 2010 and (B)(6) 2010, due to mesh erosion of the urethra. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent mini laparotomy, partial cystectomy with mesh revision & reattachment due to right lateral mesh bladder erosion on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.